Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited post post-paced t-wave oversensing (pptwos). No intervention was done. There were no patient consequences.